Event description:
It was reported that the ventilator generated a technical error code indicating power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the monitoring printed circuit board (pcb) to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The provided logs confirm the reported issue. The returned monitoring pcb has been tested in a ventilator. It alarmed for power error and barometric pressure too low during the start-up. The ventilator stopped ventilating directly after the ventilation was started. The pressure sensor on the returned pcb has been checked, and it showed a major resistance drift in one of the pins. Replacing this pressure sensor resolved the reported issue. The monitoring handles all supervision and alarms in the system. It activates pressure reducing mechanisms, including activation of the safety valve, in case of excessive breathing system pressure. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. The reported issue could be reproduced at the manufacturer site. The reported issue was caused by a defective sensor on the returned pcb. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-s. Corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-s. Corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before 2015.